Event description:
The client was on the toilet and the sara stedy was placed before it on the brake. The client wanted to stand up. Doing this the sara stedy moved away. This made the client almost fall. This was prevented by the carer that was there. The carer helped the client and placed him back on the toilet. No injury occurred. (B)(4).